Event description:
Healthcare professional called to report a left side rupture and exchange from textured to smooth due to concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken in the posterior side assessed as unidentified (tear) opening and missing side assessed as inconclusive. (Shell thickness within specification). Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. No additional observation.

Event description:
Healthcare professional called to report a left side rupture and exchange from textured to smooth due to concern with the product. Device has been explanted and replaced.